Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: manufacturing location: (B)(4) / packaged and released by: (B)(4). Release date: 26-may-2020. Expiration date: 01-may-2030. Part number: 04.615.542s, 60mm ti transconnector for 4.0mm rods-sterile. Lot number: 56p4359 (sterile). Lot quantity: (B)(4). Note: (B)(4) completes thermal rinse, packaging and sterilization operations for this part number. The actual manufacture of this part is performed by the (B)(4) facility. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming. Scn was reviewed and determined to be conforming. This lot met all visual, sterilization and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component(s) reviewed: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a spinal fusion at c3, the screw threads on the transverse connector got stripped during its insertion. The procedure was completed without surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) ti transconnector 60mm for 4.0mm rods. This is report 1 of 1 for complaint (B)(4).